Event description:
It was reported that the patient had experienced difficulty sleeping and had sleep apnea following a new pump and catheter implant. The reporter wanted to know if there was a relation to the pump. About two and a half years later, it was reported that, once the patient got the pump, he started having insomnia and was diagnosed with some type of apnea related to the medication he was taking. It was indicated that the patient had to go on disability, but the reporter wasn¿t sure if it was related to the pump or not. About three years later, it was reported that the patient¿s pump was part of the gear shaft wear field action. The reporter stated that the pump had this defect and the patient had it removed as soon as he heard about the recall. It was indicated that the pump had caused the patient¿s central sleep apnea. The doctor conducting the patient¿s sleep studies believed that the pump was the direct cause of the diagnosis that ¿ruined his life¿. The reporter was not sure if the doctor believed that the pump was malfunctioning. It was stated that the patient was on a 280mg daily dose of oxycontin before the pump implant and he went through a lot of lifestyle changes after the pump was implanted.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 8709, lot# j11142r65, implanted: 2002 (B)(6); product type catheter. (B)(6).